Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported the string broke from two tampons upon removal. She was unable to manually remove the first tampon and had to seek medical attention to remove the tampon. The second occurrence was manually removed and did not seek medical attention.